Manufacturer narrative:
Corrected information: report source: user facility. Investigation summary: a review of the complaint history and instructions for use(IFU) of the device were conducted during the investigation. The complaint device was not returned therefore, device failure analysis and physical examination of the device used in this case could not be performed. A review of instructions for use (IFU) was performed. As per the IFU, the potential adverse events includes; "laceration or tearing of vascular structures or the myocardium". Additionally, a document based investigation was performed. There was no evidence to suggest the product was not made to specifications. No lot number was provided thus a review of the device history record could not be performed for non-conformances or other reported complaints for this lot number. There was no evidence to suggest all items in the lot or similar devices in house are nonconforming/defective. Based on available information, a definitive root cause can not be determined at this time. The quality engineering risk assessment for this failure mode was reviewed and it was determined that no additional risk mitigating activity is required at this time. The appropriate personnel will be notified and we will continue to monitor for trending purposes.

Manufacturer narrative:
(B)(4). 510(k): k141148. The event is currently under investigation.

Event description:
It was reported by the user facility that a patient underwent an ICD implant procedure. The atrial lead was removed and the patients¿ pressure and heart rate was monitored for several minutes. The patient appeared to be stable and the extraction tools were utilized in the case. The laser was turned off and the staff began to re-implant the ICD lead and single chamber ICD. The anesthesiologist/sonographer said he noticed an effusion behind the right ventricle. The CT surgeon had de-scrubbed but was notified of the patients¿ condition. The patients¿ blood pressure dropped to 30/20 and chest compressions were started to stabilize the patient. A thoracotomy procedure was performed. The patients¿ blood pressure rose to 140/82 and the heart rate was 102 bpm. The CT surgeons indicated the patient was stabilizing enough for the ep to begin to re-implant the ICD. One of the CT surgeons began to investigate further when he discovered a hole in the right ventricle. The surgeon began to fix the hole using a parasternal saw to expose more of the heart and to gain a better view. The surgeon indicated he was able to see the tear in the svc and repaired the tear. The chest cavity was closed via parasternal ties. Three liters of blood was utilized. The ep physician was able to re-position the rv lead and finish the ICD implant. No further information was provided.